Event description:
It was reported by service report that the fowler was stuck and hex head cap screw, litter pivot bushings were loose on the motion interrupt pan. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler link, pot linkage assembly, hex head cap screw.